Manufacturer narrative:
Results - the actual unit was not returned for evaluation, however, 99 representative units were returned from the same lot number. Visual and microscopic evaluation of the representative units revealed no damage that would cause the units not to retract. Our quality engineer was unable to confirm the cause of this incident with the representative samples provided. Multiple attempts to obtain more pt info were unsuccessful. Reporter stated she could not release any more info due to (B)(4).

Event description:
Following a successful venipuncture the nurse pushed the button on the unit more than once and the needle did not retract. The unit was dropped and stuck the nurse in the left leg. Blood borne pathogen testing was completed on both the nurse and the pt.